Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event, the stent was detached in the luer hub of the associated microcatheter. The stent was retrieved and inspected under the microscope. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The issue reported in the complaint regarding the stent becoming impeded in the proximal end of the microcatheter could not be evaluated through functional testing because the stent was detached during the procedure. However, this event suggests that the enterprise introducer was not fully seated in the microcatheter hub, allowing the stent to expand within the hub, which created resistance and prevented further advancement. Sufficient push-pull force was then applied, disengaging the stent. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700767. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) does contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit) and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9700767) was impeded in the proximal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31667101) and could not be further advanced. The physician tried to retract the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no negative impact on the patient. A photo was included in the complaint. The product analysis team will review the photo. On 04-feb-2026, additional information was received. The information confirmed that the angioplasty procedure was targeting a stenosis in the basilar artery. The target vessel was not calcified or tortuous. A continuous flush was maintained through the microcatheter. There was no resistance encountered during the advancement of the stent. There was no damage noted on the stent / stent delivery system aside from the reported premature stent detachment. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo captures the hub of the prowler select plus microcatheter with the stent component detached and partially expanded inside it. No other damage was observed. The reported issue regarding the stent being impeded in proximal end of microcatheter and could not advance any more cannot be evaluated based solely on the photo provided. However, the reported issue regarding the stent being detached from the delivery wire in the microcatheter was confirmed based on the observed condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700767. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 02-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.